Event description:
It was reported that during a coronary stenting procedure, the guide wire fractured and the patient was taken to surgery for removal and coronary bypass. First, the choice es guide wire was inserted into distal left anterior descending artery (lad) and a cutting balloon was inflated two times. The choice es guide wire was then moved into the obtuse marginal circumflex (om cx). Following placement of the guide wire into the omcx, the guide wire fractured. The patient was then taken to surgery for a coronary arterial bypass graft (CABG), where the guide wire fragment was successfully retrieved. Patient status following surgery is reported as 'fine'.